Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg explant procedure and the explanted ipg will not be returned per hospital policy. The patient was doing well postoperatively.